Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 42.5 ¿ 43.2 cm and at 44.3 ¿ 44.5 cm from the distal tip consistent with friction to the device can. Final analysis also found internal insulation abrasion breaching the non-functional cable lumen and right ventricular cable lumen at 16.3 ¿ 20.5 cm and 35.5 ¿ 37.1 cm, respectively, from the distal tip.

Event description:
This report is to advise of an event observed during analysis.